Event description:
It was reported that some of the bd luer-lok¿ tip syringes' unit packaging had no or missing label information on them due to the printing being off. The following information was provided by the initial reporter: "the customer states that they received some syringes the printing is off on some of the syringes label/packaging. The syringes come in packs of four, on the third of the four syringe packaging label has some information but not all and then fourth label has nothing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-mar-2023. H6: investigation summary: it was reported the printing is off on some of the syringe packaging labels. To aid in the investigation, eight samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. Four of the samples have packaging blister top web printing issues. The photo provided show the samples received. No other defects or imperfections were observed. This defect could occur if two of the printer heads became clogged inducing the printing defect. A device history record review was completed for provided material number 302830, lot 2332036. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that some of the bd luer-lok¿ tip syringes' unit packaging had no or missing label information on them due to the printing being off. The following information was provided by the initial reporter: "the customer states that they received some syringes the printing is off on some of the syringes label/packaging. The syringes come in packs of four, on the third of the four syringe packaging label has some informaton but not all and then fourth label has nothing."